Manufacturer narrative:
Other relevant device(s) are: product ID: 9735814, serial/lot #: unknown. The handle (product ID: 9735814) was returned to and analyzed by the medtronic hardware analysis team. During analysis, it was reported that when connected to a known good camera, the button on the returned handle would not light the laser on the camera. The button pad was raised in the center and not making contact with the switches beneath. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the camera was not getting power. Replacing the camera resolved the issue. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a manufacturer representative (rep) regarding a navigation system outside of a procedure. The rep indicated that the camera was not functioning and had no power. The ethernet camera cable was noted to be damaged as well as the camera handle clip. The issues were found during a system function test and there was no patient involved with this issue.